Event description:
The customer stated they received an error code when running pt samples on the axsym digoxin iii assay. The customer could not provided the exact error code but thought it was error code 1118 (invalid test result, intercept too low) or error code 1062 (invalid test result, read precision, nrmse). The customer was running a correlation study at the time of occurrence. No impact to patient management was reported.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.